Event description:
After infusion was complete, another rn started the post-infusion flush and disconnect the patient from scalp-cooling so she could go to the restroom. While the patient was in the restroom, a spill occurred the tubing was assessed and it was obvious the spill was from the filter connection.